Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Problem could not confirmed because data is not available for evaluation. Product return received for transmitter and receiver. Product investigation concluded there was no defect found with the transmitter. Product investigation for the receiver concluded that the universal serial bus case interface was broken.